Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was noted that the screw shank has fractured at the transition from the shank to the ball of the shank. There is also a deep scratch on one side of the screw head. A review of the device history record for the exp di far screws 5.00 x 40 found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis for the exp di far screws 5.00 x 40 breaking at the neck was conducted on the individual product code, as a change in diameter or length of the screw would change the forces being placed on it. There were no related complaints. The root cause for the screw shank breaking at the neck can be attributed to the claim of ¿excessive rod reduction and manipulation¿ as reported, during the revision surgery. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
Revision/extension of case. This screw was from the first fusion and is the screw head of the patient's right t11 vertebral body. During revision, excessive rod reduction and manipulation took place and the screw head popped off. The screw shaft was left in the patient. It was reported that there were no adverse consequences to the patient and no significant delay.